Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
A report was received stating a pulse oximeter display was missing segments. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The service center confirmed the display is missing segments. The universal interface (ui) printed circuit board (pcb) was replaced to resolve the reported event.